Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Customer did not provide the lot number of the device. Requested return of suspect device, however the device has been discarded and will not be returned.